Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a deformation and fold creases. A weight test of the device was verified and the device was within specification. Cloudy appearance and voids were observed in the gel after the autoclave disinfection. Based on the device analysis the final assessment is no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted.